Manufacturer narrative:
Product analysis #(B)(4), product event: (B)(4): brief description of complaint: fragments of metal from the cr/cs 2l trial deposited inside the body cavity of the patient and were removed. The metal fragments were believed to be caused by user error, as the proper angle was not used when drilling into the trial holes. There was no harm to the patient. Analysis conclusion: the reported complaint was confirmed. The returned cr/cs 2l trial exhibited fragmentation to both inner trial holes. Additionally, the femoral lug drill exhibited nicks and burs along the edging, along with very minimal oxidation to the titanium nitride coating. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a tka ortho case, the surgeon removed the femoral lug drill from the femoral component trial hole and reported a metal fragment remained inside the body cavity. The fragment was removed and there was no patient injury reported. This report represents the femoral lug drill used during the case.